Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify pump error 63 due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen of insulin pump was not working well and sometimes had blank display. The customer¿s blood glucose level was 124 mg/dl at the time of the incident. Customer performed self test and it was passed. Customer stated that there was hardware low level failures alarm in alarm history. The insulin pump will be returned for analysis.